Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed an example order and did not identify any visible issues. The tss noting that the order appeared with an as needed priority code and a single administration repeat pattern. The tss requested confirmation from users on whether the order was missing from the station after the initial removal or if it remained available for as needed removals. The tss followed up through case and informed by users that the issue was related to ordering and had been resolved, after which the case was approved for closure. The system functioned as intended when technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, medication orders did not display at the station. For multiple patients in the inf onc location, orders were visible in the pyxis es server and confirmed as sent outbound; however, they were not recognized as active medication orders at the station. As a result, users were unable to view the medications in the patient profile and retrieved medications using override to provide patient care and prevent delays. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.